Manufacturer narrative:
Patient''s date of birth unavailable. Patient''s weight unavailable. Device lot number, expiration date unavailable. Device manufacture date unavailable because lot number unavailable. The component code and health effect impact code (heic) field was intentionally left blank. A supplemental MDR to follow upon availability to enter component code and heic codes.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) due to bacteremia (leads implanted in 2001). Spectranetics lead locking devices were inserted into each lead to provide traction to aid in the leads'' extractions. Working to remove the rv lead first, the physician began by using a spectranetics 14f glidelight laser sheath. He then switched to a spectranetics 13f tightrail sub-c rotating dilator sheath. After the rv lead was successfully removed, the patient''s blood pressure slowly dropped, then began to rise, then dropped again. Rescue efforts began immediately, including chest compressions and sternotomy. A tear on the anterior rv wall was discovered. He was able to repair the tear and stabilize the patient. The rv lead tip had what appeared to be some tissue from the heart on it. It was reported that the ra lead slid out after the rv lead was removed. This report is being submitted due to the lld being present in and providing traction to the rv lead when the patient''s blood pressure dropped. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
H3): the device was discarded, thus no investigation could be completed. H6): added codes: 4755, 4621, and 4619.